Manufacturer narrative:
Damaged power inlet module.

Event description:
It was reported by service report that the bed has a damaged power inlet. No pt involvement or adverse consequences are reported.